Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that had to remove the dental implant 2 years and 2 months after its installation in intraoral region #19. The implant was removed because the dentist was not able to remove only the abutment, which was stuck into the implant.